Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead due to short v-v intervals and abnormal pacing impedance which was noted to be fluctuating. Several days later, the alert retriggered and the pacing impedance and pacing threshold were noted to have increased. Oversensing was also observed while the patient was in the office. The plan was to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.